Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the white part of the catheter appears swollen. The doctor explained that it can no longer be screwed in properly, so the distal part needs to be replaced. Additional information: the patient is 45 years old and has been undergoing hemodialysis via a right jugular tunneled catheter three days a week since 2020. She was hospitalized from (B)(6) 2025 for pseudomonas aeruginosa sepsis originating from the tunneled dialysis catheter + major facial edema; and superior vena cava syndrome related to partial thrombosis in the right brachiocephalic vein. Since then, she has had the tunneled catheter removed (discarded) and received antibiotic therapy with ceftazidime, which was stopped on (B)(6) 2025 and then resumed on (B)(6) when the thrombosis was discovered. Plus, curative anticoagulation with coumadin for at least three months. A new hemodialysis catheter was inserted before she was discharged from hospital." Associated complaints 9680794-2025-00977 and 9680794-2025-00919.

Manufacturer narrative:
(B)(4). The customer report of sepsis originating from a tunnelled catheter was unable to be confirmed by the submitted customer photos. Visual analysis of both photos revealed that the portion of the catheter body that is outside of the patient appears ballooned and deformed. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was unable to be performed as no lot number was provided. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the white part of the catheter appears swollen. The doctor explained that it can no longer be screwed in properly, so the distal part needs to be replaced. Additional information: the patient is 45 years old and has been undergoing hemodialysis via a right jugular tunneled catheter three days a week since 2020. She was hospitalized from (B)(6) 2025 for pseudomonas aeruginosa sepsis originating from the tunneled dialysis catheter + major facial edema; and superior vena cava syndrome related to partial thrombosis in the right brachiocephalic vein. Since then, she has had the tunneled catheter removed (discarded) and received antibiotic therapy with ceftazidime, which was stopped on (B)(6) 2025 and then resumed on 15 october when the thrombosis was discovered. Plus, curative anticoagulation with coumadin for at least three months. A new hemodialysis catheter was inserted before she was discharged from hospital." Associated complaints 9680794-2025-00978, 9680794-2025-00977 and 9680794-2025-00919.